Event description:
The crna notified the room that the patient was bleeding, and blood was dripping down from the head of the bed. I came over to help her investigate, and saw blood saturating the operating room bed pad and pillowcase underneath the patient. Blood was also saturated in the patient's left arm foam and pooled on the floor. We got down to look under the drapes to untuck the patient's arm. We saw blood pooling and running under the tegaderm that secured the patient's left antecubital IV. Crna removed the tegaderm and we both saw that the IV hub was barely screwed/connected to the IV cannula - more or less, pushed up against it. Crna immediately re-connected the cannula with the hub and started running IV fluids, once she determined the IV was not infiltrated and still viable. We kept everyone in the room informed on what was going on as it was happening. IV tubing became disconnected during movement of patient during surgery which resulted in a large amount of blood loss. The patient did not require any treatment as h&h did not change significantly. The IV tubing was from ICU medical cat # b90049.